Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a right knee arthroplasty on (B)(6) 2014 and following the procedure continued to be in severe pain and limited in his mobility for several years . On (B)(6) 2017 he underwent a revision due to "mismatch of the size of the femur and tibia" in the right knee by another surgeon who found that the parts used in the primary procedure were not acceptable or proper for use, finding a "size 8 tibia and size 6 femur from stryker triathlon system."